Event description:
Caller reported that the indicated battery charge unexpectedly dropped by 75% within a short period. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued using the pump for insulin therapy.